Event description:
Philips received a complaint by the mechanical engineer (me) on the v60 indicating while servicing the device at the sales office, it was observed that there is an error code check vent: ovp circuit failed" (1127) message. It was reported there was no patient involvement at the time the issue was discovered. The problem was successfully addressed through the replacement of the data acquisition printed circuit board assembly (pcba). The device passed required performance verification tests per philips standards and was returned to service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. Based on information provided and/or service performed it was confirmed unit did not meet product specifications. It was determined that the da pcba was the cause of the reported issue.

Manufacturer narrative:
E: (B)(6). Reporter phone: (B)(6). Reporting institution phone: (B)(6).